Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that several weeks after an antibacterial absorbable envelope was implanted there was a pocket reaction. The antibacterial absorbable envelope was explanted and discarded. No further patient complications have been reported as a result of this event.